Event description:
It was reported that when the patient was having lithotripsy procedure, the patient went into asystole and when a magnet was applied it seemed to have no effect on the device. After the procedure, the device returned to normal function and it was questioned if this could have been caused by a lead issue. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lead lot number or device serial number, the manufacturing date cannot be determined.